Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with heavy tortuosity, heavy calcification and 80% stenosis. A non-abbott balloon was used for pre-dilatation; however, after several inflations, a perforation occurred. A 3.0 diameter non-abbott balloon was inflated at a low pressure at the perforation site for compression; however, was unsuccessful. A 2.80x19mm rx graftmaster stent system was advanced to treat the perforation; however, the stent system became stuck and could not cross the lesion. Force was applied and the graftmaster proximal stent struts became flared. The graftmaster was removed; however, resistance was felt with the patient anatomy. A 6f non-abbott guide catheter extension and a 2.8x16mm graftmaster were used to successfully complete the procedure. There were no adverse patient effects and there was a delay in the procedure of 20 minutes but not considered to be a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported stent damage was confirmed. The reported failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the graftmaster coronary stent graft system instructions for use (IFU) states: caution: if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent graft on the balloon. The reported use of force during advancement likely caused the reported stent damage which subsequently led to the reported resistance during removal from the anatomy. Based on the information provided and analysis of the returned device, the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure and there is no indication of a product quality deficiency.